Manufacturer narrative:
Manufacturer narrative: reportable near incident identified. Investigation in progress. The date of the next expected report: (B)(6) 2022. On (B)(6).2021, (B)(6). Provided additional information regarding the case that is being included in the initial submission. The verbatim is as follows: follow-up received on (B)(6) 2021 from qa department. Complaint number (B)(4). This investigation was conducted for an unknown thermacare product. There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Per (B)(4), complaint trending guideline, effective date: (B)(6) 2021, the complaints were evaluated to identify any potential trends. The trackwise digital (twd) complaint search was performed for product description listed as thermacare. No specific product description (i.e., thermacare lower back and hip, thermacare flexible use xl, thermacare neck shoulder and wrist, etc.) Was provided at intake. Complaint investigations were previously handled in the legacy quality tracking system (qts) until (B)(6) 2021 and included a specific product description for all complaint records handled in the system. As a result, the scope of search includes trackwise digital (twd) complaint with date contacted beginning on (B)(6) 2021 (the implementation date of twd complaints). The twd search includes a product description of "thermacare" since there is not a specific product description provided. The following trackwise digital (twd) complaints search was performed: twd complaints scope: date contacted: (B)(6) 2021 through (B)(6) manufacturing site: (B)(6) complaint class: undesirable side effect / complaint sub class: /adverse event safety request for investigation the twd search returned a total of three complaints for thermacare products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation based on this twd search, the data did not show an increase over time. There is not a trend identified for the subclass adverse event safety request for investigation for thermacare products, refer to the attached trending chart adverse event safety request for investigation thermacare 03-15-2021 to 12-13-2021. There is no further action required. CAPA required: no. Root cause investigation required: no.

Event description:
On 23-dec-2021, bridges consumer healthcare received the report from (B)(6) who originally received the report on 13/dec/2021. The report verbatim is as follows: this serious spontaneous case, manufacturer control number 2021-026422, is an initial report from (B)(6) received on 13/dec/2021 from a consumer/other non-health professional through diamed (B)(4). This case report concerns a (B)(6) male patient, who applied thermacare heat wraps (batch number eh5523, expiry date 12/2023) for back pain. Concomitant medications were not reported. Medical history included: covid-19. On (B)(6) 2021, after thermacare heat wraps initiation, the patient experienced device use error, device use issue, burns second degree, and medical device site burns. The patient applied the heat wraps to his back on a t-shirt over his skin on the day after allerheiligen ((B)(6) 2021) for approximately 8-9 hours. The patient went to bed with the heat wrap on his t-shirt and lay on his back for the duration of the entire night, without moving, due to the back pain. The next morning severe burn marks (8cm long, 3 burn marks) were discovered, which were described as deep. The patient was then quarantined with a covid-19 infection for three weeks, so that he could not consult a physician regarding his back pain. When he was able to consult his orthopedics specialist, the cause of the back pain could not be determined anymore. However the physician pointed out the severity of the burn. The burns had been treated with a creme (not further specified) and at the time of this report the burn marks had not fully resolved but were healing. The patient still suffered from pain in the same area. The patient could not tell whether the pain derived from the back pain or was residual pain from the burn marks. The patient further treated his back pain with some tablets (product name unknown). Outcome: device use issue burns second degree, and medical device site burn: recovering/resolving, device use error: recovering/resolving. The action taken in response to the events was unknown.

Manufacturer narrative:
Manufacturer narrative: reportable near incident identified. Investigation in progress. The date of the next expected report: (B)(6) 2022. On (B)(6).2021, (B)(6). Provided additional information regarding the case that is being included in the initial submission. The verbatim is as follows: follow-up received on (B)(6) 2021 from qa department. Complaint number (B)(4). This investigation was conducted for an unknown thermacare product. There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Per (B)(4), complaint trending guideline, effective date: (B)(6) 2021, the complaints were evaluated to identify any potential trends. The trackwise digital (twd) complaint search was performed for product description listed as thermacare. No specific product description (i.e., thermacare lower back and hip, thermacare flexible use xl, thermacare neck shoulder and wrist, etc.) Was provided at intake. Complaint investigations were previously handled in the legacy quality tracking system (qts) until (B)(6) 2021 and included a specific product description for all complaint records handled in the system. As a result, the scope of search includes trackwise digital (twd) complaint with date contacted beginning on (B)(6) 2021 (the implementation date of twd complaints). The twd search includes a product description of "thermacare" since there is not a specific product description provided. The following trackwise digital (twd) complaints search was performed: twd complaints scope: date contacted: (B)(6) 2021 through (B)(6) manufacturing site: (B)(6) complaint class: undesirable side effect / complaint sub class: /adverse event safety request for investigation the twd search returned a total of three complaints for thermacare products during this time period for the class/subclass. None of the complaints were confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation based on this twd search, the data did not show an increase over time. There is not a trend identified for the subclass adverse event safety request for investigation for thermacare products, refer to the attached trending chart adverse event safety request for investigation thermacare (B)(6) 2021. There is no further action required. CAPA required: no. Root cause investigation required: no.

Event description:
On (B)(6) 2021, (B)(6) healthcare received the report from (B)(6) who originally received the report on (B)(6) 2021. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4), is an initial report from (B)(6) received on (B)(6) 2021 from a consumer/other non-health professional through diamed (B)(4). This case report concerns a (B)(6) male patient, who applied thermacare heat wraps (batch number eh5523, expiry date (B)(6) 2023 ) for back pain. Concomitant medications were not reported. Medical history included: covid-19. On (B)(6) 2021, after thermacare heat wraps initiation, the patient experienced device use error, device use issue, burns second degree, and medical device site burns. The patient applied the heat wraps to his back on a t-shirt over his skin on the day after allerheiligen ((B)(6) 2021) for approximately 8-9 hours. The patient went to bed with the heat wrap on his t-shirt and lay on his back for the duration of the entire night, without moving, due to the back pain. The next morning severe burn marks (8cm long, 3 burn marks) were discovered, which were described as deep. The patient was then quarantined with a covid-19 infection for three weeks, so that he could not consult a physician regarding his back pain. When he was able to consult his orthopedics specialist, the cause of the back pain could not be determined anymore. However the physician pointed out the severity of the burn. The burns had been treated with a creme (not further specified) and at the time of this report the burn marks had not fully resolved but were healing. The patient still suffered from pain in the same area. The patient could not tell whether the pain derived from the back pain or was residual pain from the burn marks. The patient further treated his back pain with some (B)(6) (product name unknown). Outcome: device use issue burns second degree, and medical device site burn: recovering/resolving, device use error: recovering/resolving. The action taken in response to the events was unknown.